Manufacturer narrative:
No sample was received for evaluation. However, photos were received displaying the needle protruding from the sharps collector. A photo revealed that puncture was above the fill line. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports. Sharps collectors are puncture resistant. They are not, however, puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry or dispose of it.

Event description:
Customer reported that while disposing the sharps collector, the maintenance worker received "a needle from needle protruding thru hole in the lid". The employee had blood work for (B)(6). Hcw will be starting prophylaxis.